Event description:
The (B)(6) indicated some of the product isn't working. They are unable to get the cover off of the pointguards because there is no slit in the cover. Also they are sticking to the liner and unable to be used.

Manufacturer narrative:
Product was returned on (B)(4) 2012 and an investigation will now ensue. A f/u report will contain data to the root cause analysis and investigation.